Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the patient was on telemetry in the hospital, the patient passed out and arrested, with successful resuscitation and cardiac massage performed. The patient was taken to the ICU. It was determined the device did not detect or treat an episode of 20 beats because the patient's episodes were outside of the programmed detection zones. The device detection zone was then reprogrammed. Follow-up attempts were unable to obtain information on the current status of the patient, and records indicate the device remains in use. No further patient complications were reported as a result of this event.